Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-01587. Additional information received clarified that the correct manufacturing site was site #(B)(4). Analysis of lead model 3389-40, lot # (va034q0) (B)(4) showed that the distal end was bent. The outer insulation was intact and the continuity was acceptable with no shorts between the circuits seen.

Event description:
It was reported that the lead was kinked when it was removed from its packaging. The lead was not implanted. It was stated that there was no impact to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).